Event description:
Customer reported that the device front panel energy select down button was inoperative but the button functioned normally. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control provided caller technical assistance and parts info to repair the device. Follow-up with caller found that the biomed replaced the keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.